Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a loss of capture. The physician increased atrioventricular delay (avd) to attempt to minimize pacing, however, pacing was still observed. Technical services (ts) discussed pacing was observed due to the biventricular (biv) trigger being programmed on. Ts recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d6b updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a loss of capture. The physician increased atrioventricular delay (avd) to attempt to minimize pacing, however, pacing was still observed. Technical services (ts) discussed pacing was observed due to the biventricular (biv) trigger being programmed on. Ts recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a loss of capture. The physician increased atrioventricular delay (avd) to attempt to minimize pacing, however, pacing was still observed. Technical services (ts) discussed pacing was observed due to the biventricular (biv) trigger being programmed on. Ts recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a loss of capture. The physician increased atrioventricular delay (avd) to attempt to minimize pacing, however, pacing was still observed. Technical services (ts) discussed pacing was observed due to the biventricular (biv) trigger being programmed on. Ts recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported.